Event description:
It was reported by the field service center that the ventilator turbine would not turn on during bench testing. The ventilator was not connected to a pt when the reported problem occurred.